Event description:
Lot # [number] that has now been identified as counterfeit prolene mesh was use during pt's surgery. At this time, the user facility does not know what to anticipate for [as] possible complications - ethicon is silent and user facility has minimal guidance at this time from FDA in terms of situation management.